Event description:
Boston scientific received information that this chronic transvenous left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden rise in pacing impedance measurements to greater than 2000 ohms. Lv sensing remained acceptable and lv pacing thresholds increased slightly. The lead did not appear fractured under x-ray, but was unable to pace or sense in a bipolar configuration. No adverse patient effects occurred as a result of this observation.

Manufacturer narrative:
This lv lead was explanted and successfully replaced with a competitive product. While the pocket was open, no visual evidence of a lv lead fracture was noted. The patient's device, which declared elective replacement indicator (eri), was also replaced at this time. The lv lead was discarded after the procedure, and will not be returned to boston scientific. This event will be updated if any additional information is received.